Event description:
Dr reported in his letter that he was carrying out a surgical study with a patient. A prosthesis has been implanted. Two weeks later, a cut-out of femoral neck screw occurred. As treatment an explantation and the insertion of the new implant have been carried out. Further information and x-rays are already requested. The status of this assessment dated for three days later, according to the document that the patient is already recovered completely.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete any additional information will be reported in a supplement.